Event description:
It was reported, that the pump battery could not be charged. Customer¿s blood glucose level ranged from 91-116 mg/dl. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.